Event description:
During the vitrectomy procedure, a disposable 23g trocar separated from its hub. It was located on the end of the photon light pipe. The procedure was converted to a 20g vitrectomy at that point and the 23g devices and the photon probe were saved. Biomed was paged. The vitreoretinal representative from alcon was notified and has asked that the devices be saved for him. Doctor contacted photography and had the items photographed (photos to be sent to him via email). Doctor indicated that no injury occurred to patient from the incident.